Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that on (B)(6) 2014 she had reservoirs leaking insulin and insulin was in the insulin pump. It was stated that the insulin pump kept alarming low reservoir. Customer had to change the reservoir 4 times and then she ran out of insulin and had to revert to her back up plan. Customer also reported that a few days later the insulin pump started alarming motor communication error and unexpected restart. Blood glucose value went to 395 mg/dl; current value was 88 mg/dl. Alarm did not occur during the rewind or prime sequence. Customer was instructed to perform rewind and program a normal or easy bolus into the air; bolus amount was recorded in the bolus history. Customer stated a temporary basal was not programmed before the alarm occurred; the device was not stored or not in use for an extended period of time and alarm did not occur shortly after inserting a new battery. Customer declined to troubleshoot for reservoir leaks. Nothing further reported.